Event description:
The patient stated that 15 units of insulin drained from his insulin cartridge into his infusion device. He stated that he decided to change the insulin cartridge and he pulled the cartridge from the infusion device before first unscrewing it from the piston rod. This caused the plunger to become stuck to the piston rod and insulin to leak into the cartridge compartment. The patient was advised on the correct method of removing the insulin cartridge from the infusion device. He was instructed on how to clean the cartridge compartment. Upon follow up, the patient stated that his infusion device was operating properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.